Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula was observed to be torn. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 294 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.